Event description:
A surgeon reports that while performing a posterior capsulotomy of the right eye with a yag laser, he noticed the iol appeared milky white. Additional information has been requested.